Event description:
The customer reported the 9600+ system locked up. After attempts to reboot, the system, it resulted in a failure of the system not advancing past 18 arrows. No patient injury was reported.

Manufacturer narrative:
The service rep determined possible power supply issue with this unit.